Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with a high voltage lead impedance alert for low impedance on the right ventricular lead. All other lead diagnostics appeared stable. The patient presented in clinic on (B)(6) 2018. The low impedance was reproducible via isometrics. Noise was not observed. No additional information was reported.